Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was being placed on an impella cp for mechanical circulatory support. It was reported that the medical staff was unable to deliver the impella pump to the left ventricle due to the patient's vascular anatomy and the implant was aborted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.